Event description:
It was reported that the patient complained of lightheadedness and felt they were pacing below the programmed lower rate. The patient was seen and there was no battery voltage listed for the implantable pulse generator (ipg). Currently the device remains in use, but a device change out is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).